Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
It was reported that the patient was seen at the clinic on (B)(6) 2014, as she did not want to wear the audio processor since the previous day. No specific trauma was reported. The patient will be re-implanted.